Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with a pacemaker that could not be interrogated using inductive telemetry. The physician had suspicions of premature battery depletion, as the battery longevity had previously shown to be 10 years during a normal follow up in (B)(6) 2021. The pacemaker was explanted and replaced without further complication. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed and premature depletion of battery was not confirmed. Device image could not be saved due to loss of telemetry. Device was cut open to enable further testing, no anomalies were noted from visual inspection, including header and can of the device. The devices battery was disconnected and then re-connected to reset the device power. After battery power was re-connected, telemetry and device output were re-established, which is consistent with a hardware latch-up condition. Additional testing was performed to verify the devices functionality, which did not find any anomalies and could not reproduce the reported condition. Longevity assessment was also performed and device was at normal range of battery level with appropriate remaining longevity.